Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited cross talk oversensing. Technical services (ts) was consulted and upon review, found evidence noisy signals related to atrial paced events. Ts recommended evaluation of the associated right ventricular (rv) lead and provided reprogramming options for this device. No adverse patient effects were reported. This crt-d remains in service. Additional information was provided. A patient follow up was conducted to confirm lead position using chest x ray imaging. Ts reviewed the x rays and determined that the rv lead was far from the apex and that the coil could be potentially near the valve, which could result in potential atrial signal oversensing. Ts indicated that this situation may eventually require lead repositioning. It was also noted that the physician elected to change the device pacing mode to avoid atrial pacing. This programming change may help mitigate the risk of oversensing. However, ts emphasized that optimal lead positioning for defibrillation efficacy is as apical and septal as possible and provided additional recommendations. No adverse patient effects were reported. This crt-d remains in service.